Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a multiple pump errors. The customer 's blood glucose level was unknown. The customer was assisted with the troubleshooting. After troubleshooting it was found that the insulin pump had a hardware error. The device will be returned for the analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 28 noted during testing. Unit passed self test. Unit received with cracked retainer, minor scratched display window and scratched case.